Event description:
It was reported that the patient developed an infection at the pod insertion site (abdomen) after wearing the pod for an unknown duration. Upon removal of the pod, the patient observed redness, irritation, and a lump at the infusion site that appeared infected. On (B)(6) 2026, the patient was advised by a diabetes nurse to seek medical attention from a physician. Subsequently, on (B)(6) 2026, the patient visited a general practitioner and was diagnosed with an infection. Treatment consisted of a 10-day course of penicillin; however, the specific medication name and dosage were not provided. The patient reportedly discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.